Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced recurring bioid failures involving the -01 bio ID component, where the biometric indicator remained lit during login and functionality was only restored after a reboot, despite all power saving options already being disabled. A field service engineer (fse) replaced the bioid with a new -01 bioid for the second time, and testing was completed in the hardware testing application (hta), with all relevant tests passing successfully. The customer was able to log in without any further issues, confirming restoration of normal bioid functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier (bio ID) had failed again. The customer tried to reboot and recover, but the problem was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.